Event description:
It was reported the high frequency resection electrode had a bent loop when it was taken out of the box. The event occurred during unpacking, before a therapeutic transurethral resection procedure. The procedure was completed using a similar device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product has not yet been returned, olympus is unable to confirm whether or not there is a malfunction at this time, based on information from the customer only. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.